Event description:
It was reported that patient underwent shoulder procedure on (B)(6), 2011. During the procedure, the surgeon had difficulties inserting soft anchors into the glenohumeral joint. Subsequently, surgeon noted that two inserters had fractured at the tips. Post-operative radiographs confirmed that the fractured tips of the inserters had been retained in the patient's shoulder.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, "instruments are available to aid in the accurate implantation of internal fixation devices. Intraoperative fracture or breaking of instruments has been reported". This is MDR one of two (1825034-2011-00712 through 00713) for this event. This report submitted (B)(4), 2011.